Manufacturer narrative:
A partial lead was returned for analysis in 5 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17049. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead had high defibrillation impedance and the patient's right atrial (ra) lead had high pacing impedance. The patient was asymptomatic. The physician explanted the ra lead without a replacement and the rv lead was abandoned and replaced on 13 apr 2021. The patient was stable throughout.